Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additional observation reported by site that is not related to the primary failure. For clarification, the instrument was found to have a stuck grip tip. Unable to manually articulate one of the grip tips. Root cause of this failure is likely attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the prograsp forceps instrument was noted to have loose cable and was unable to rotate the instrument. The procedure was completed with no reported injury.